Event description:
It was reported that a spectrum pump alarmed system error 105. It was reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Sys error 105 was confirmed through ehl and was caused by a failed motor. The failed motor was replaced.